Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a battery that was not functioning. The se noted that there was no transition from the mains to the battery. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The service engineer (se) reported that the customer replaced the battery, and the device was now fully functional.